Event description:
Boston scientific received information that this device and associated right ventricular (rv) lead displayed shock impedance measurement of greater than 200 ohms. It was found that the device had been programmed to triad configuration. The rv lead is a single coiled lead and therefore, when programmed to triad configuration, out-of-range (oor) measurements were observed. The device was reprogrammed. There were no adverse patient effects reported. The system remains in service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.